Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call the insulin pump had a power loss alarm and replace battery now alarm without low battery. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the insulin pump had replace battery now alarm and the new battery resolve the issue. Customer reported that the buttons were not working and after troubleshooting all buttons were working properly. Customer declined to troubleshooting of power loss alarm. Troubleshooting was done and customer reported that they were having trouble to hearing beeps. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Pump was monitored and tested with no unexpected battery power loss noted. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board.